Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022. During deployment the left and right disc assumed a calyx shape. Device was removed from the patient prior to release from the delivery cable. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a new 25mm amplatzer cribriform occluder that was implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.